Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, cracks in the case on the battery tube side one of which starts at the corner of the left belt clip rail and another which runs horizontally across just below where the bottom of the battery compartment is located. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The upper quarter of the display was gray. The case was cut open. There is corrosion in/around the following: battery compartment, battery board; pcba1--j7, back of the lcd screen. In summary, the customer¿s report of a partial display was confirmed during testing. The display anomaly is due to moisture damage. For additional information regarding the tests performed refer to d00854230-appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced white line on the pump led screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the device was returned for analysis.